Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. 2 loose clips were also returned. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the trigger partially engaged and the rotation tab bent. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The sample was received with 4 clips remaining in the channel, indicating that 11 clips were fired by the end user including the two loose clips returned. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips loaded in closed condition" was confirmed based upon the sample received. One device was returned with the rotation tab bent. Upon functional inspection, the next clip became stuck in the bent rotation tab. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that, after several ligation, a few clips were loaded in closed condition during a surgical operation. Therefore, the device was replaced with a new one to complete the operation. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73e1900683 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that, after several ligation, a few clips were loaded in closed condition during a surgical operation. Therefore, the device was replaced with a new one to complete the operation. No clip fell/remained in the patient.